Manufacturer narrative:
Other applicable components are: product ID: 37081-60, serial# (B)(4), product type: extension. Product ID: 39565-30, lot# 0207430161, product type: lead. Product ID: 37081-60, serial# (B)(4), product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient reported they experienced a sudden return of pain on (B)(6) 2015. The patient's implantable neurostimulator (ins) was found to have reached end of service (eos) at that time and an eos error code was displayed. The patient's ins was reportedly removed and replaced due to non-normal battery depletion. It was stated the event was associated with "high usage by the patient." There was no patient death or injury from the event and the patient "recovered without sequela" following the replacement.

Manufacturer narrative:
Correction: please note that device code, conclusion code, and result code no longer apply to this report. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached normal end of life with okay telemetry and output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.